Event description:
A peritoneal dialysis (pd) patient experienced an unspecified infection. The cause of the event was unknown. It was not reported if the patient was hospitalized for the event. The patient was to be treated with unspecified intraperitoneal medication for the infection. At the time of this report, the patient outcome was not reported. Action with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
The infection occurred on an unspecified date in (B)(6) 2022. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.